Event description:
Fetal head was brought to the hysterotomy, and attempt was made to deliver the fetal head. The fetal head was floating, and the decision was made to proceed with a kiwi vacuum to assist with the delivery of the head. The initial kiwi was defective another was called for. The ob provider was now scrubbed in. The kiwi was applied, and the suction was broken off from the vacuum and a pop-off was noted. The vacuum was reapplied, and no suction was able to be achieved. Another vacuum was called for and this one was also defective, and no suction was able to be achieved. Another vacuum was called for and staff went into the next or to retrieve one. At this point the provider turned the infant and delivered in breech fashion.